Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported via social media that sometimes blood gets into infusion set causing insulin to not be delivered properly. It is believed that some insulin was delivered but not all. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Writer inquired if there was sensor that can detect when insulin is being delivered